Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02552. It was reported the pt fell asleep while charging and he felt severe heat and pain at the ipg site when he woke up approximately four hours later. The pt reported the ipg site was red and felt swollen. The sjm rep advised the pt of charging precautions. The pt stated this issue has not recurred. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.